Event description:
Heartmate 2 presents with first event pseudomonas driveline infection, requiring surgical incision and drainage (I&d), vacuum assisted closure (vac) dressing, and prolonged course of IV antibiotics.